Manufacturer narrative:
Per the instructions for use (IFU): the system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient with history of suspected pump thrombosis since (B)(6) and non-compliance with blood work and follow-ups called on (B)(6) 2017 with hematuria. A lactase dehydrogenase (ldh) was repeated and was greater than 1000. The patient was admitted to the hospital where he received two doses of tissue plasminogen activator (tpa) and was started on a heparin infusion. However, the ldh remained elevated and reached 2100 with elevated flows, powers, and hematuria. As a result, a decision was made to exchange the pump on (B)(6) 2017. The pump parameters returned to normal after the exchange and the patient is currently inpatient as he waits for a therapeutic international normalized ratio (inr) for discharge.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via review of the controller log files since log files covering the reported event date were not provided for analysis. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed abrasions on the upper and lower housing ceramic surfaces and matching superior and inferior surfaces of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the housing with sufficient strength to overcome the preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. Of note, it was reported that the pump parameters returned to normal after the pump exchange. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.